Event description:
It was observed that during device evaluation, the duodenovideoscope exhibited peeling cement and tiny chip on objective lens and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. The most probable cause of the complaint is cause traced to cause not established. The investigation findings do not lead to a clear conclusion about the cause of the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.